Event description:
The blazer oi catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported the patient's blood pressure temporarily decreased just before the procedure was completed. The patient received temporary pacing due to the event. No device issue occurred. The patient and procedure outcome are unknown. The device will not be returned.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.